Event description:
The customer reported that the system displayed a potentiometer error message which rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The collimator was replaced. The system was then found to be operating as intended.